Event description:
It was reported that "in the endocardial catheterization laboratory of (B)(6) hospital, iabp was placed to assist cardiac function after cag+ptca. The operator insert the balloon along the sheath, but it could not be fully inserted. The operator moved the balloon position slightly, but it still could not be inserted. The balloon was withdrawn, a one-way valve was connected, and the balloon was pumped back and exhausted. The balloon was then withdrawn and replaced with a new catheter, it is normal". Further information states that the second catheter was inserted at the same insertion site, no injury or harm to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The lot number (18f22e0039) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. No damage or abnormality was noted to the packaging tray. Returned with the sample were the 40cc inflation driveline tubing and a 60cc syringe; no abnormalities were noted with the returned components. Upon return, the peel-away sheath was on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other sheaths were returned for investigation. The bladder thickness was measured at six points with measurements ranging from 0.0069in-0.0076in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab insertion difficulty is not confirmed. The returned device passed visual and functional test specifications. No additional sheaths were returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that "in the endocardial catheterization laboratory of xijing hospital, iabp was placed to assist cardiac function after cag+ptca. The operator insert the balloon along the sheath, but it could not be fully inserted. The operator moved the balloon position slightly, but it still could not be inserted. The balloon was withdrawn, a one-way valve was connected, and the balloon was pumped back and exhausted. The balloon was then withdrawn and replaced with a new catheter, it is normal". Further information states that the second catheter was inserted at the same insertion site, no injury or harm to the patient. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.